Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; g1; g3; g6; h1; h2. Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Upon receipt of additional information on the reported event, it was determined to be not reportable. The patient underwent a revision due to instability and dislocation. The polyethylene bearing was removed and replaced. This product did not contribute to the reported event. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
(B)(4). D10: unknown - unknown femoral component - unknown. Unknown - unknown poly - unknown. Unknown - unknown patella - unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent an initial knee surgery. Subsequently, the patient underwent a left knee revision due to unknown reasons. Attempts have been made and all available information has been provided.